Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The production order (B)(4) was reviewed and all specifications were met prior to release. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. We will continue to track and trend this complaint type.

Event description:
It was reported that during a procedure, the electric motor overheated and burned the patient. On follow up the surgeon confirmed that during a right frontal craniotomy for an aneurism, he noted a 2.5 cm thermal contusion on the right frontal lobe. The surgeon was using an af02 attachment and also noted an injury to the skull itself. The thermal injury was also noted after the procedure on a CT scan. There were no further actions taken, and no noted cognitive impairment. At the follow-up appointment the patient was determined to have meningitis; the surgeon indicated this was not believed to be related to the burn or incident. The tool used during the procedure was discarded and not available for testing. The af02 attachment and motor were sent to sterile processing at the hospital and were being held for testing. Patient identifier information was not provided, however, the event date was provided. Additional follow up with the facility confirmed that the CT scan that was taken was normal post-operative routine. The facility contact stated that she did not believe the burn was treated with anything but water irrigation. It was reported that the burn was not classified, but was described as a thermal burn that did not blister, however there was a change in the color of the tissue. The facility did confirm that the tool used was discarded following the procedure and that the attachment and motor would not be returned at this time. Also, the facility did not have any identification information on the tool.

Manufacturer narrative:
Note: relevant tests/lab data of the user facility medwatch report contains information regarding evaluation of an as09 attachment. This attachment is also referenced in concomitant medical products. Follow up with the facility determined this device was not related to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A user facility medwatch report was received, stating ¿there was some malfunction of the drill (md stated it wasn¿t cutting through the bone as usual). Stated when cutting from the frontal and even despite copious irrigation, the bur was extremely hot and there was some evidence of some burnt bone. Once the dura was removed, there was an area that resembled a superficial contusion or thermal burn the size of a nickel underneath. The drill was exchanged for a new one. Upon inspection the drill bit appeared blackened/charred. Drill is 3 pieces, drill handpiece, the attachment and the cord. All applicable numbers are listed on the device page. What was the original intended procedure? Right craniotomy, microdissection and clipping of two mca bifurcation aneurysms. Device usage problem: device failed (e.g., broke, couldn¿t get it to work or stopped working).¿ patient age and gender were provided on the form. The facility was contacted. It was reported the patient has returned to work. No new information was available on the return of the associated devices for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.